Event description:
Patient was in v-fib and needed to be defibrillated. When charging the zoll r series to shock the patient, the zoll r series screen went black and nursing needed to switch zoll's and defibrillate with another zoll r series to terminate v-fib. Delay in defibrillation. Manufacturer response for monitor/defibrillator, r series (per site reporter): zoll's (B)(4) for customer quality assurance called and basically, he is the individual for our site who is supposed to be managing these sorts of investigations; his recommendations are the following: send zoll the reports from the 3 machines (cs is downloading these and will send them to zoll) and then he is requesting that we send zoll the three involved machines and patches for interrogation and investigation. He said he would be personally managing this case and would be the liaison between the tech people who receive our devices and he would then report back to us.